Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The patient's anatomy was outside the treatment range for the device, and the physician implanted stents in the renal arteries in conjunction with implantation of the stent graft. The final angiogram showed the presence of a type ia endoleak that was not resolved following ballooning. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored. A re-intervention is planned for a later date to treat the endoleak.

Manufacturer narrative:
(B)(4). Remains implanted.